Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited oversensing of noise which was reproduced with isometrics. The cause of the noise was unknown. A revision procedure was performed where the pacemaker and ra lead were explanted and replaced. No additional adverse patient effects were reported.